Event description:
It was reported that a nephromax nephrostomy balloon catheter was during a percutaneous nephrolithotomy procedure. During the procedure, the balloon burst at 18 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.